Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the reservoir tube window corners, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose reached over 500 mg/dl. The customer reported treating their blood glucose with manual injections. The customer has been using their insulin pump for basal control. Troubleshooting found insulin was able to exit from the tubing of the customer's insulin pump. There were also no major alerts in the alarm history. Customer declined to complete troubleshooting. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.